Event description:
It was reported that during a stone crushing procedure the basket failed to open. The target stones were in the common bile duct (cbd). An rx lithotripter basket had been tested for use prior to introduction into the pt. It was considered to be in "excellent working order." The device was advanced through an unspecified type of scope to the ampulla of vater. After a "prolonged" time of use to crush the cbd stones, the basket failed to open. The device was able to be removed from the pt and it was noticed that the sheath had "crinkled up" at the catheter. The physician then decided to abort the stone crushing and finished the procedure by implanting a plastic stent to facilitate cbd drainage. There were no pt complications reported with the patient's current condition listed as "stable".